Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. The device manufacture date for this product is (B)(4) 2006.

Event description:
Boston scientific received information that this programmer's screen turned either black or flickering when powered up and it never came up into main screen. Additional information received indicates that issue was not resolved and unit was returned back to the laboratory. No adverse patient effects were reported.